Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during drain 2. The technical service representative assisted the home patient (hp) to end therapy and advised the use of new disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.